Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 81865 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was used and the flash chamber pooled with blood and when the tube was inserted, the blood flow was slow and then ceased prior to tube filling.

Manufacturer narrative:
Manufacturing location corrected to (B)(4).